Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: b1, h1, h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. Patient responded to embecta¿s outreach for further clarification and treatment follow-up. Patient stated that "MRI found two broken needles in her stomach area on her right side that she did not know about. Product name and manufacturer were unknown." Primary care provider does not recommend removal. There is no sign of infection or harm. No further medical treatment is required.

Event description:
Consumer reported when injecting with 2 different needles from this box, the needle broke into site. Consumer reported first needle break was on (B)(6) 2024. The second needle break was on (B)(6) 2024. Denied reuse of needles. Xray completed on (B)(6) 2024. Doctors visit on (B)(6) 2024. Lot # 3353094. Catalog# 320109. Sample status awaiting sample plastic hub. Needle still in her site.

Manufacturer narrative:
Correction to: h6 (type of investigation, investigation findings, and investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.